Event description:
Surgeon was harvesting the left internal mammary artery in a CABG. The device produced incorrectly formed clips which resulted in trauma to the application site. The surgeon had to harvest the right internal mammary artery instead which prolonged the procedure by at least an hour and a half. Procedure type: CABG